Manufacturer narrative:
An event regarding electronics failure involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: repair details: replaced cpida, performed testing as per matrix. Cpci failed throughout auto-kincal testing. Replaced cpci and performed testing as per matrix. Performed est. All working at time of completion. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Failed to read mics' error appeared during checking cuts with planar probe after performing straight saw cuts and cutting volume not disappearing as we resected distal femur and posterior chamfer. Saw also louder than usual and surgeon noted sawblade moving faster than usual. Mako tka 1.0. Right side. Update: this product is unavailable for return. Replacing the cpci on the robot seems to have resolved the issue. If it occurs again, we will let you know and revisit whether the handpieces could be at fault.